Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported difficulty to deploy and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex with moderate calcification. The xience v stent delivery system (sds) was advanced to the lesion for direct-stenting, without issue. The stent was deployed at 8 atmospheres (atm). During deployment, the balloon ruptured and a dissection occurred. Some resistance was noted during removal of the sds. It was noted that the balloon may have been stuck with the stent after the rupture. There was no damage to the stent during removal. A balloon was used to fully appose the stent to the vessel wall and a xience v stent was used to treat the dissection. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.